Event description:
It was reported that the ilet pump was removed from a pocket and the enclosure separated at a seam, after which the screen was not usable and the device became difficult to use; photos were provided and the device was synced to the mobile app before shutdown, with plans to return the device. Symptoms included no injury. Outcomes included interruption of device function with the need to replace the device and use an alternate cgm display pathway. Investigation included device history review, review of provided images, and preparation for product return and evaluation. Investigation of this case revealed physical damage consistent with housing separation and a nonfunctional display. It was concluded that the device experienced a mechanical enclosure failure resulting in loss of display function and impaired usability, with no patient harm reported.